Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. It was noted that a 24x2.75mm synergy stent was damaged prior to being inserted into the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. It was noted that a 24x2.75mm synergy stent was damaged prior to being inserted into the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found no issues with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).